Event description:
Event: (cc# 98-01140) the 8 fr. Iab catheter kinked and the inner lumen became clotted. On 11/2/98, the following was reported to datascope: a dampened waveform was noted with the iab upon admission to ccu. Only the pressure tubing suppied with the iab was used with the iab. No other filters were added. The iab was removed and another was not inserted. There was no patient injury or complication as a result of the event. [Event complications]: unknown - reported 9/14/98; none - rpt'd 11/2/98. [Patient's current status]: unk - rpt'd 9/14/98.